Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient would be having a MRI. The patient had always had a jolting sensation when they twisted or if they lay down the patient would feel stimulation increase. This had been since implant in 2004. It was reported that the implantable neurostimulator (ins) was being replaced due to normal battery depletion. The manufacturer representative tested impedance at 0.7v and saw a lot of repeating values and <15 ma. Retesting at 3.5v and 450 pulse width, the values became more normal between 986- 14000 ohms with some repeating values and ¿???¿ values with ma value in the 30's. Electrodes 6 and 7 were reported to be at 862 ohms. No further complications were reported.

Manufacturer narrative:
Correction to the initial report: the device code (B)(4) does not apply to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative reporting that the patient's "jolting" was actually normal positional changes. It was clarified that this was why the physician was replacing the old battery with the sensor, in hopes to pre vent/decrease the occurrence of the "jolting". This contrasts from the previous report in which it was reported that the ins was being replaced due to normal battery depletion. It was reported that the "jolting" mainly happened when the patient laid down or rolled from side to side. It was also reported that the patient would sometimes notice a temporary increase in stimulation when twisting but that would normalize when they stopped twisting. It was stated that the device was not going to be sent back, because it was not device related and the physician did not want it sent in. All impedances were within normal limits once the patient was connected with their new ins. All of the information was discussed with the patient's healthcare provider on the day of the replacement. No further complications were reported/anticipated.